Event description:
Drive devilbiss healthcare was notified of a complaint regarding a power scooter by an end user who stated that just after he had "adjusted the seat as it was too high," he was being transported and "the seat slid completely off the scooter body." It is unclear how the end user was being transported. The end user reportedly sustained injuries to his shoulder and aggravated an already bad hip as a result of the incident, and sought treatment in the emergency room. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.